Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Additionally, the footplate lever was retracted; however, the foot is partially deployed. Although follow-up with the site was attempted, no additional information was received from the site. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to a peripheral procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided. Returned device analysis noted the footplate lever was retracted; however, the foot is partially deployed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to a peripheral procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided.